Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and battery cap damage. Customer's blood glucose at time of incident was unknown mg/dl. Customer was explained the possible cases of blank display. Customer has a new aaa alkaline battery to test with the pump. Customer was advised to insert new aaa alkaline battery. Customer was unable to complete troubleshooting because we cannot put back the battery cap onto the pump properly. Customer stated that they are unable to install the battery cap on their pump. Customer was advised that the battery cap will be replaced.